Event description:
Caller reported a malfunction on the pump, identifying the issue with malfunction code 12. Impact to the customer¿s blood glucose level was unknown, as the caller declined to answer questions regarding levels exceeding 500 mg/dl, and no other details were provided. Technical support assisted the caller by providing instructions for resetting the pump, and after this reset, the malfunction did not recur. Customer was instructed to continue using the pump and to call back if any further issues occurred, with acknowledgment and understanding from the caller.